Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: the customer had a ¿problem with the aspiration of the sample from the sstttm ii tube."

Manufacturer narrative:
Additional information was received for the awareness date 2020-05-20.

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: the customer had a ¿problem with the aspiration of the sample from the sstttm ii tube. ¿

Event description:
It was reported during use the bd vacutainer® sst¿ ii advance plus blood collection tubes cannot aspirate from the tube using the analyzer. The following information was provided by the initial reporter: the customer had a ¿problem with the aspiration of the sample from the sstttm ii tube. ¿

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for evaluation. It is noted that the event date was (B)(6) 2020 and the product expired 31st august 2019. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. The complaint is unconfirmed due to the tubes being used after the expiration date.